Manufacturer narrative:
Follow-up #1 date of submission 03/08/2016-product analysis:the device was returned and evaluated by product analysis on 02/24/2016 with the following findings:review of the pump¿s black box revealed no abnormal behavior or evidence of an inaccurate delivery issue; the total daily dose delivery history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s motor components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose on an unknown date was 584 mg/dl with vomiting and unspecified ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's basal rate setting was recently changed. During troubleshooting, it was reported that the user was not performing the rewind step of the prime sequence correctly. This complaint is being reported because the reported health event was attributed to a use error.